Manufacturer narrative:
The field report of insulation abrasion was confirmed. A partial lead with the tip measuring 43.2 cm was returned for analysis. External insulation abrasion was noted at 35.9 cm to 36.6 cm from the distal tip consistent with lead friction to the can. The etfe coating was intact at this location. Externalized conductors due to internal abrasion were noted at 7.3 cm to 7.8 cm and 8.9 cm to 11.4 cm from the distal tip. The etfe coating was intact at these locations. Other damages found were consistent with those occurring at time of explant. Without return of the entire lead, a complete analysis could not be performed. The previously reported reporter phone number was incorrect; the correct phone number is(B)(6). Previous selection was missed; "recall" should be selected.

Event description:
It was reported that patient presented to the hospital for lead revision procedure, upon which externalized conductors via fluoroscopy imaging was observed on the rv lead. Patient was asymptomatic. No other electrical anomalies were observed on the lead. Lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.